Manufacturer narrative:
Article citation: rosenberg k, mcgillen p, zanfagnin v, et al. Invasive squamous cell carcinoma of the breast associated with breast augmentation implant capsule. J surg oncol. 2023;1-7. Doi:10.1002/jso.27364. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Through the article, "invasive squamous cell carcinoma of the breast with breast augmentation implant capsule," healthcare professional reported a patient underwent breast augmentation with subpectoral saline implants and experienced a left implant rupture. Device was explanted and replaced.